Manufacturer narrative:
H3, h6: the real intelligence cori, rob10024, (B)(6), used for treatment was not returned for evaluation therefore a visual or functional inspection could not be performed. The reported problem could not be visually or functionally confirmed. A log file/screenshot review was performed with the clinical team. The reported problem was confirmed, it is shown that the cori originally sized the femur at a size 7, and then the surgeon changed it to a size 5 after cutting. In terms of implant sizing, the system positions the implant in its default position/rotation (e.g., depends on the implant design but usually about 0 varus/valgus, 3 external rotation, 3 flexion, centered ml, and aligned with the most distal condyle point). Then, the system finds the most posterior point on the mesh (e.g., lateral condyle point). The system aligns the corresponding implant posterior condyle to the found most posterior point on the mesh (e.g., aligns implant posterior lateral condyle with mesh posterior lateral condyle). Next, the system starts with the smallest implant, then grows implant size until it finds the first size which doesn¿t notch. Finally, the system checks ml coverage. If the implant is overhanging ml, the system will size down one on the implant, then will flex the implant until it is not notching (or max 5 degrees). One thing that could contribute to an oversized femur implant is the mesh accuracy. If the user collects points more posterior than then the actual most posterior condyle point, or more anterior, that could contribute to the oversized femur implant. Another option is the definition of hip center and knee center points. If these are off and the femur is initially positioned in an extended flexion position, that could cause the notching and the implant would have to be upsized more to reach the non-notching criteria. It is believed that the later was the cause in this case is contributing to the oversizing. It is suggested that the surgeon collect the knee center further into the notch. It is shown that the surgeon took a large posterior resection. Since almost all systems are posterior facing, when the femur size was sized down, the bone typically comes off the anterior, not the posterior. The system was then showing red since the cuts were already made for a size 7 implant, before changing the implant to a size 5. It is assumed that the surgeon burred twin peg holes for a size 7 implant, and then cut with a size 5, which would cause the bone to be removed anterior and posteriorly. This would also explain the gap differences. If they would have switched from a size 7 to a size 5 with the 4 in 1 cut block, then it would have been posteriorly referenced. When positioning the twin peg cut block, it is noted that the two twin pegs should not be used as the primary fixation mode. Also, the plane visualizer should be used on the visualize cut screen to reach 0, and then the additional speed pins should be added to lock in the position before cutting. The most likely cause of the reported complaint is due to surgeon technique, it is suggested that the surgeon collect the knee center further into the notch. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was not completed. The product was not returned, and no evidence was made available to link the complaint to an escalation event. Cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Based on the product evaluation findings, user technique was most likely the contributing factor to the reported events. The patient impact included the changes to the surgical plan (additional 20mm femoral posterior cuts, downsized femoral component, increased tibial block valgus orientation with more slope and ¿considerable play in the cut block¿) with a significant (>30 minute) surgical delay. Although it was reported that ¿no adverse events¿ were experienced by the patient due to extended anesthesia and the current patient outcome was reported as ¿recovered from surgery¿, the surgeon feels that ¿the knee replacement performed is not as good as what was expected for the patient pre-operatively¿ and patient is ¿¿not doing as well¿ as expected for a robotic valgus knee. It is unknown if the patient is at an increased risk for future intervention(s), particularly given reported comorbidity (obesity). Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
B5: describe event or problem. Section h3, h6: the real intelligence cori, rob10024, (B)(6), used for treatment was not returned for evaluation therefore a visual or functional inspection could not be performed. The reported problem could not be visually or functionally confirmed. A log file/screenshot review was performed with the clinical team. The reported problem was confirmed, it is shown that the cori originally sized the femur at a size 7, and then the surgeon changed it to a size 5 after cutting. In terms of implant sizing, the system positions the implant in its default position/rotation (e.g., depends on the implant design but usually about 0 varus/valgus, 3 external rotation, 3 flexion, centered ml, and aligned with the most distal condyle point). Then, the system finds the most posterior point on the mesh (e.g., lateral condyle point). The system aligns the corresponding implant posterior condyle to the found most posterior point on the mesh (e.g., aligns implant posterior lateral condyle with mesh posterior lateral condyle). Next, the system starts with the smallest implant, then grows implant size until it finds the first size which doesn¿t notch. Finally, the system checks ml coverage. If the implant is overhanging ml, the system will size down one on the implant, then will flex the implant until it is not notching (or max 5 degrees). One thing that could contribute to an oversized femur implant is the mesh accuracy. If the user collects points more posterior than then the actual most posterior condyle point, or more anterior, that could contribute to the oversized femur implant. Another option is the definition of hip center and knee center points. If these are off and the femur is initially positioned in an extended flexion position, that could cause the notching and the implant would have to be upsized more to reach the non-notching criteria. It is believed that the later was the cause in this case is contributing to the oversizing. It is suggested that the surgeon collect the knee center further into the notch. It is shown that the surgeon took a large posterior resection. Since almost all systems are posterior facing, when the femur size was sized down, the bone typically comes off the anterior, not the posterior. The system was then showing red since the cuts were already made for a size 7 implant, before changing the implant to a size 5. It is assumed that the surgeon burred twin peg holes for a size 7 implant, and then cut with a size 5, which would cause the bone to be removed anterior and posteriorly. This would also explain the gap differences. If they would have switched from a size 7 to a size 5 with the 4 in 1 cut block, then it would have been posteriorly referenced. When positioning the twin peg cut block, it is noted that the two twin pegs should not be used as the primary fixation mode. Also, the plane visualizer should be used on the visualize cut screen to reach 0, and then the additional speed pins should be added to lock in the position before cutting. Factors that may have contributed to the reported symptom may have been associated with the subjectivity associated with post-op gap assessment. The software algorithms responsible for calculating the post-operative gap changed slightly between software versions 1.7 and 2.0, but both algorithms produce highly similar results and remain within performance requirements. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. Cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. The patient impact included the changes to the surgical plan (additional 20mm femoral posterior cuts, downsized femoral component, increased tibial block valgus orientation with more slope and ¿considerable play in the cut block¿) with a significant (>30 minute) surgical delay. Although it was reported that ¿no adverse events¿ were experienced by the patient due to extended anesthesia and the current patient outcome was reported as ¿recovered from surgery¿, the surgeon feels that ¿the knee replacement performed is not as good as what was expected for the patient pre-operatively¿ and patient is ¿¿not doing as well¿ as expected for a robotic valgus knee. It is unknown if the patient is at an increased risk for future intervention(s), particularly given reported comorbidity (obesity). Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. H6: health effect - clinical code.

Event description:
It was reported that, during a cori assisted tka surgery, the real intelligence cori sized the femur to a size 7 implant, which was checked against a size 7 trial at the initial planning screen of the case and the surgeon thought it could be a bit wide. The knee of the patient had 4 degrees valgus to start and 20 degrees fixed flexion deformity. After cutting the femur and tibia, when placing the trial femoral implant, it greatly overhung on the sides and it was noticed that the femoral implant should have been closer to a size 5. A size 5 implant was selected, which required taking 20 millimeters posteriorly off the medial side and burring to allow the size 5 implant. The elected size 5 implant appeared to be a good fit and the surgeon stated that ml laxity felt good in hand when stressing gaps; however, the laxity graph showed extremely laxed medial and lateral gaps which were not representative of what the surgeon was physically seeing. Additionally, when placing the twin peg tibial cut block, the block was placed in a position that was 3.9 degrees more valgus than what was planned, with considerably more slope. The procedure was completed, after a significant delay, using the same console and the aforementioned surgical changes. The patient was required to be under anesthesia longer due to the delay, but there were no adverse events experienced by the patient due to this extended anesthesia. No further complications or interventions were reported due to this issue, the patient is recovered from surgery; however, the surgeon feels that the knee replacement performed is not as good as what was expected for the patient pre-operatively.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, the real intelligence cori sized the femur to a size 7 implant, which was checked against a size 7 trial at the initial planning screen of the case and the surgeon thought it could be a bit wide. The knee of the patient had 4 degrees valgus to start and 20 degrees fixed flexion deformity. After cutting the femur and tibia, when placing the trial femoral implant, it greatly overhung on the sides and it was noticed that the femoral implant should have been closer to a size 5. A size 5 implant was selected, which required taking 20 millimeters posteriorly off the medial side and burring to allow the size 5 implant. The elected size 5 implant appeared to be a good fit and the surgeon stated that ml laxity felt good in hand when stressing gaps; however, the laxity graph showed extremely laxed medial and lateral gaps which were not representative of what the surgeon was physically seeing. Additionally, when placing the twin peg tibial cut block, the block was placed in a position that was 3.9 degrees more valgus than what was planned, with considerably more slope. The procedure was completed, after a significant delay, using the same console and the aforementioned surgical changes; the patient was required to be under anesthesia longer due to the delay. No further complications were reported due to this issue, the outcome of the surgery was considered satisfactory.